Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old female patient went into cardiac arrest and was placed on an impella cp for mechanical circulatory support. After placement, the patient¿s hemoglobin dropped and the patient experienced bleeding. 2 units of blood and 1 l of crystalloids wee given to the patient. Femstop was placed but the patient was still bleeding. The dressing was removed and repositioning sheath noted to not be fully advanced and there was no forward tension suture. A forward tension suture was applied and the bleeding was resolved.